Manufacturer narrative:
The referenced electrosurgical (esg) unit and a brand new 3m patient plate were returned to the service center for evaluation of the reported "burn marks on the patient's leg." A review of the service history indicated the esg unit was purchased on (B)(6) 2012 with no previous repair records. The esg unit was equipped with software version. 2.11-a. A visual inspection of the esg unit appearance found stains on the monopolar socket, but all modes of bipolar and monopolar were working correctly. The esg unit passed all high frequency leakage current, and power out inspection tests. In addition, the esg unit passed the safety checks, earth leakage current, and patient leakage current. The contact quality monitor (cqm) was functioning properly. When the user's 3m patient plate was connected to the esg and the cqm for the non-split led turned green; however, the 3m patient plate is not recommended for use per our the instructions for use (IFU). Based on the evaluation findings, the esg passed the safety and functional inspections. However, it was noted an incorrect ground pad model 1149c-lp and also non-split were used which is not recommended in the IFU. Therefore, incorrect usage of the device could have contributed to the reported event. For neutral electrode (monopolar treatment only) the IFU section 7.3. Provides warning and caution that indicates, "always use split type neutral electrodes if possible. By using a non-split neutral electrode the contact quality monitor does not work. An unintended detachment of the neutral electrode will not be detected and this may result in patient burns." And "if a non-split type neutral electrode is connected to the electrosurgical unit, it is not possible to detect any detachment of the neutral electrode from the patient. The contact quality monitor indicator for non-split neutral electrode will light green when detecting a non-split type neutral electrode." This reported event has been reported by the importer on MDR 2951238-2020-00311.

Event description:
The service center was informed by the user facility that following an unspecified therapeutic procedure was performed on (B)(6) 2019, the patient reportedly contacted the user facility two days later to inform the facility that there were burn marks on the patient's leg. The user facility reported they used a non-split neutral electrode (patient pad) and had indicated that the contact quality monitor (cqm) indicator was green indicating that the unit had detected the patient pad. The facility made sure the patient was not in contact with any metal parts on the gurney and that the cqm indicator on the unit was green. In addition, the facility noted that the unit was on other patients and had no reported issues. The facility has requested the patient come to the facility or go to the emergency room to have the burn looked at, however, no response from the patient was provided.

Manufacturer narrative:
On january 29, 2020, the user facility further reported that "upon further discussion with the procedural physician, the patient was examined and it was determined that it was not a burn." No further information was provided.